Event description:
Customer called for general help in how to use the meter. While on the phone with customer service, it was discovered that the meter was in mmol/l rather than mg/dl. The meter was switched back to mg/dl.